Manufacturer narrative:
Concomitant product: product ID 3389, serial # unknown, implanted: (B)(6) 2014, product type lead.

Event description:
It was reported the lead was broken and impedances greater than 40,000 ohms was measured on contact e11. No diagnostic testing or troubleshooting was done and no actions were required as a result of the event. The broken lead was not used for stimulation or sensing and the patient¿s healthcare professional thought it was not important as it did not affect the patient¿s therapy. Due to the broken contact not affecting the patient¿s therapy the lead would be left implanted. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.